Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery during advancement causing the reported failure to advance and subsequent material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous de novo right coronary artery. A 3.50x28mm xience xpedition attempted to cross; however, met resistance with anatomy and failed. While trying to push the stent the proximal shaft separated and was simply withdrawn as it was a proximal separation. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.